Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the integrated electro surgical unit. The system was tested and verified as ready for use. Isi has requested the integrated electro surgical unit involved with this complaint be returned but it has not been received yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. A review of the site's complaint history found no additional complaints related to this complaint. No image or video was available for review. A review of the site's system logs for the reported procedure date associated with this event cannot be performed via system logs as the onsite connectivity was not available at the time of the event. An event verification confirmed the procedure was performed on the reported event date of (B)(6) 2022 on system sk0247. This complaint is being reported as a reportable malfunction event due to the following conclusion: the electrosurgical generator unit (esu) was replaced after the start of the procedure due to erbe power issues and the surgeon was able to continue with the procedure robotically with a third party energy device. While there was no harm or injury to the patient, the system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate abortion/conversion. Blank MDR field information: follow-up was attempted, but the patient information for blank fields in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date in section d4 is not applicable. Field d6 is not applicable because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted adrenalectomy surgical procedure, the erbe display went off and had no power. The technical service engineer (tse) suggested the customer to check the erbe connection and plug the power cord to other power socket. The customer stated that the issue still persisted. The customer proceeded with the third party energy device. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the issue occurred during procedure. The system functionality was checked prior to use and the erbe initially powered on without errors. The customer proceeded with the third party energy device. The patient demographic information was requested, but not available.

Manufacturer narrative:
Additional information can be found in the following fields: d9, g3, g6, h2, and h3 evaluation information can be found in the following fields: h6, and h10 intuitive surgical, inc. (Isi) received the integrated electro surgical unit (iesu) involved with this complaint and completed the device evaluation. The iesu was placed on an in-house system and was run in normal mode. Failure analysis investigation confirmed and reproduced the customer reported complaint. The failure was attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.